Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified. Additionally the alleged cgm error issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset in an attempt to resolve the issue, however, a malfunction alarm occurred when the pump turned on. Customer's blood glucose level was 187 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.